Event description:
The customer reported that the 9900 system would not save or playback the cine images during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The boards and connecters were reseated during the service call. The system was tested and found to be working as intended and put back into service.